Manufacturer narrative:
Customer reported that the record is missing non-invasive blood pressure reading for 1.75 hours between 8:00 am and 9:45 am. The central nurses station (cns) was checked and the parameters and the gap in readings were verified. Customer was unable to validate the 15-minute intervals were set during the time frame they were missing. Customer confirmed that other information, such as hr, rr, spo2 were available during the 08:00-09:45 time frame. In addition to the lack of non-invasive blood pressure reading in the history, the nurse did not document the data during the time as well. Due to the extenuating circumstances, it appears that the issue is use error and not an issue with the device. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Customer reported that the record is missing non-invasive blood pressure reading for 1.75 hours.